Manufacturer narrative:
The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb and is capable of supporting patients up to 500 lb. The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. When the bed exit alert system is armed and it detects an alert condition for the bed exit mode setting, an audible alert comes on, the amber alert silence control indicator flashes, and a priority nurse call is sent to the nurses station for beds equipped and connected to a nurse call communication system. The hillrom technician found the bed in the room did not show any maintenance sign and the bed was online. After the bed was replaced the facility began to receive alerts. A review of the nurse call log file was performed by the hillrom technician and a bed offline safety alert was initiated from the room and showed it was cancelled approx. 26 minutes later. A further inspection of the centrella bed is pending and a device malfunction that is likely to cause or contribute to serious injury or death cannot be ruled out at this time. Due to the reasons listed above hillrom is cautiously reporting this event, any follow up investigation findings will be provided in a supplemental report.

Event description:
The customer reported the centrella bed did not show any maintenance sign and was online, however, a bed exit alert did not annunciate on the nurse call communication system and a patient fell. The customer reported no alerts were seen between 09:02 and 10:23, which is when the patient was reported to have fallen. No patient injury was reported at the time of the initial report and no additional information was received from the customer after follow-up attempts were made by hillrom. This event has been captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
Follow up inspection attempts were unsuccessful due to the bed being occupied and therefore unavailable. A thorough investigation into the reported malfunction could not be performed, however follow up conversations with several staff members concluded that there were no known issues with the bed and the bed functioned as designed. There is currently no additional information available regarding the reported event,. Based on this information, no further actions are required.

Event description:
The customer reported the centrella bed did not show any maintenance sign and was online, however, a bed exit alert did not annunciate on the nurse call communication system and a patient fell. The customer reported no alerts were seen between 09:02 and 10:23, which is when the patient was reported to have fallen. No patient injury was reported at the time of the initial report and no additional information was received from the customer after follow-up attempts were made by hillrom. This event has been captured under hillrom complaint ref #(B)(4).